Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer stated the reservoir compartment has broken off and the reservoir does not stay into place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with broken reservoir tube lip, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.